Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined a bd alert occurred after the device had received a software update causing an increase in power consumption. Ts recommended device replacement and suggested to return the device for analysis. At this time, the device remains in service. No adverse patient effects were reported.

Manufacturer narrative:
Investigation summary: based on the available information, the root cause of the device displays error message and premature discharge of battery cannot be established, as the product remains in service. Device history record review: a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the report complaint. Device technical analysis: the device remains in service. Therefore, the root cause of the reported device displays error message and premature discharge of battery cannot be confirmed. Labeling review: review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. Risk assessment: a risk review performed for the emblem s-ICD device confirmed that the event of premature discharge of battery is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. A risk review performed for the emblem s-ICD device confirmed that the event of device displays error message is a known event defined in the products risk management documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. Product risk benefit includes consideration of risk severity and rate, and the overall residual risk of the emblem s-ICD device is acceptable. Investigation conclusion: based on the available information (and in the absence of device return), the root cause of the reported clinical observations cannot be established.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert. Device data was preserved and submitted for boston scientific engineering review. Engineering analysis determined a bd alert occurred after the device had received a software update causing an increase in power consumption. Ts recommended device replacement and suggested to return the device for analysis. At this time, the device remains in service. No adverse patient effects were reported.